Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that the patient underwent a transplant on (B)(6) 2021. Privacy laws prohibited the account from providing additional information regarding the event. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. It was also reported that heartmate (hm) 3 lvas, serial number (B)(6) , would not be returned for evaluation. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. No device related issues were reported by the account. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient underwent transplant.